Manufacturer narrative:
A review of the complaint revealed that the patient wore the zio monitor for 3 of the 14-day prescribed wear period. Medical assessment by an independent dermatologist and photographic investigation determined that the findings are most consistent with a skin injury related to the adhesive, likely caused by mechanical factors such as pulling or tension on the skin, which may have led to superficial skin damage. Small bumps centered around hair follicles are also present, suggesting mild inflammation likely related to traction or irritation. The appearance and location of the reaction does not suggest an allergic reaction to a specific component of the patch, a second-degree burn, or irritation limited only to the adhesive portions of the patch. The patient does have sensitive skin and does have a history of reaction to medical adhesive. Skin irritation is a known inherent risk of the device. The device manual warnings section read as follows: do not use the zio monitor on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. If allergic symptoms, severe skin irritation, or signs of skin infection develop, remove the device from the patient¿s chest and discontinue wear. Reaction to adhesives may include severe redness and itching, hives, and blisters. Contact your healthcare provider and customer care to report the reaction. The patient¿s skin may feel slightly irritated after removing the zio monitor. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
The patient presented to their healthcare provider (hcp) with skin irritation allegedly caused by the zio monitor. The patient reported symptoms including a rash, itching, redness, a burning sensation and a possible first degree burn at the adhesive site. The patient also reported a history of adhesive sensitivity, with prior reactions to prolonged exposure. The device was removed. The patient reported being evaluated by an hcp who confirmed the irritation and prescribed a topical cream for treatment.